Manufacturer narrative:
Evaluation summary: the evaluation included a review of the alinity c serial number (B)(6) service history with no contributing factors identified. A review of the alinity c tracking and trending data did not identify any trends associated with the customers issue. The alinity ci-series operations manual was reviewed and found to be adequate to addressing this issue. The field service representative (fsr) performed a site visit, inspected the instrument, and replaced multiple parts to resolve the issue. The following parts were replaced: an 09d28-04 ict module, cable, ict to ict preamp, a 7-205342-01 pump and an 09d59-03 series mixer and determined this to possibly be related to the cause of the customers issue. The alinity ci-series operations manual and the alinity c service documentation were reviewed and provide adequate information regarding the troubleshooting of erratic/discrepant ict results and the removal, replacement and verification of part numbers. No additional discrepant result issues have been reported since the parts were replaced. Based on all available information no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely depressed sodium (na) level results for one patient with the alinity c analyzer, sn (B)(4). Customer provided: on (B)(6) 2020, with alinity c sn (B)(4), sid: (B)(6): na initial = 106 meq/l, on alinity c sn: (B)(4): repeat na = 143 meq/l (customers normal range: 136 to144 meq/l). There was no impact to patient management reported.